Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited decreased sensing and loss of capture (loc) three days post implant. Review of the lead under fluoroscopy noted the that lead had dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.